Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable ise indirect gen 2 result from the cobas 8000 cobas ise module. The initial sodium result was 90.5 mmol/l and the repeat result was 142.8 mmol/l. The initial chloride result was 193 mmol/l and the repeat result was 106 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration date were requested but were not provided.